Manufacturer narrative:
Results: myocardial infarction, restenosis, CABG.

Event description:
Two endeavor sprint drug-eluting stents were implanted (2.5 x 14mm & 2.25 x 12mm) in the proximal lad. (MFR report# 2953200-2008-00954-00955) one endeavor sprint drug-eluting stent (2.25 x 12mm) was implanted at the 1st diagonal branch. (MFR report# 2953200-2008-00956) patient was asymptomatic at 30 day follow up. An acute non-stemi is reported to have occurred four months post initial stent implant. The location of mi was reported to be anterior. Investigator assessed the event as a non-q-wave mi. It is reported that the patient presented to another hospital with central chest pain. No ECG changes were reported but serial troponins positive. Whilst awaiting angiography the patient had a further nstemi with inferior st depression and received clexane. Angiography showed lad in-stent restenosis and six days later, ptca revascularization is reported to have been performed, in the proximal lad. The revascularization is reported to be due to restenosis after previous ptca. One drug-eluting stent (2.25 x 28mm) from another manufacturer was implanted. Lms stenosis was worse (60%). A CABG revascularization surgery of the left main was carried out on ten days post revascularization. Investigator has indicated that event was unrelated to the study stent. Please note that this device is not distributed in the united states.